Event description:
It was reported that an incident occurred with a flexible cryoprobe during a pulmonary cryo biopsy procedure. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: not provided) and robotic navigational system. No other information was provided regarding any other accessory or cryosurgical unit's settings employed during the incident. Per the reported incident, upon activation there was a "loud sound produced" and the cryoprobe was no longer functional. There were injuries reported to the patient or staff. Additional information was provided by the facility through a medwatch report (number: 0301030000-2026-8001) sent to the agency and then to erbe on 01/14/26. It was stated in that report "all equipment was functioning fine for all cases prior. Using two hands the provider advanced the cryoprobe into the target lung lesion and stepped on the cryoprobe pedal to start the first attempt at biopsy. There was a split second of an audible gas leak but before anything could be done, the cryoprobe catheter exploded (verified this morning by erbe). The gas used to freeze is co2 and thus, there was no heat or fire. Nonetheless, the cryoprobe whipped out of the patient. The provider involved had hyperextension to two fingers, and several staff members had hearing loss (around 30 minutes). The vendor has pulled the lot number for the product and will be replacing. The damaged probe is with htm [healthcare technology management]. Htm has the equipment used to ensure it is working properly. The vendor shared that 3 other institutions have had the same issue. Incident and pits forms appropriately completed. Vendor and htm contacted appropriately. Two staff members lost their hearing for about 30 minutes after the explosion and 2 fingers of the proceduralist were hyperextended. There was no harm to the patient."

Manufacturer narrative:
The cryoprobe was evaluated by erbe USA on 2026-01-29. The visual examination revealed that the working end of the probe was broken at the connection point between the white tubing and the catheter. A slit or cut in the white tubing approximately 26mm long and located 493mm from the distal end of the white tubing. Then at the direction of the manufacturer, erbe elektromedizin gmbh (erbe germany), the cryoprobe's connector section was disassembled as instructed. Glue between the connector and the clear plastic tubing on the high-pressure side of the cryoprobe was found to be insufficient. The high-pressure tubing was also pushed out of the connector and the blue o-ring was still present. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. Assessment by erbe germany: erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than 0.1% of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional visual inspection steps to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. The customer is being made aware of the findings. Erbe USA, inc. Is closing the file on this event.